Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain, sometimes acute"), pelvic inflammatory disease ("chronic inflammation throughout entire pelvic and vulvar regions"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in a female patient who had essure (batch no. 37956inv, 508295) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. Previously administered products included for birth control: oral contraceptive nos. Concurrent conditions included overweight. Concomitant products included ibuprofen (motrin). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("chronic depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), amnesia ("neurological conditions or problems type: memory loss"), confusional state ("confusion"), allergy to metals ("nickel allergy") with urticaria, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"), weight increased ("weight gain"), food allergy ("hypersensitivity to foods supplements and prescription medications"), drug hypersensitivity ("hypersensitivity to foods supplements and prescription medications"), dermatitis contact ("hypersensitivity to person care products (i.e. Cleansers, tales, etc.), particularly in pelvic region"), abdominal distension ("severe abdominal bloating resembling pregnancy"), alopecia ("hair loss"), arthralgia ("joint pain/ knee pain "), arthritis ("arthritic") and vulvovaginal inflammation ("chronic inflammation throughout entire pelvic and vulvar regions"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the pelvic pain, pelvic inflammatory disease, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, nausea, amnesia, confusional state, allergy to metals, dysmenorrhoea, dyspareunia, ovarian cyst, weight increased, food allergy, drug hypersensitivity, dermatitis contact, abdominal distension, alopecia, arthralgia, arthritis and vulvovaginal inflammation outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, confusional state, depression, dermatitis contact, drug hypersensitivity, dysmenorrhoea, dyspareunia, female sexual dysfunction, food allergy, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal inflammation and weight increased to be related to essure. The reporter commented: in the current follow-up discrepancy note in the start date of product dec-2013 and dec-2003. It was reported that after the essure removal 98 percent of her symptoms were resolved immediately after surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on an unknown date: tubes were definitely blocked current weight 290 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pelvic pain, sometimes acute'), pelvic inflammatory disease ('chronic inflammation throughout entire pelvic and vulvar regions'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and pregnancy with contraceptive device ('pregnant with essure micro-insert') in an adult female patient who had essure (batch no. 508295,37956-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (4), parity 4 (4 dates of births: (B)(6) 1989, (B)(6) 1990, (B)(6) 2003, (B)(6) 2003) and fibroids. Previously administered products included for birth control: oral contraceptive nos. Concurrent conditions included overweight. On (B)(6) 2003, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("chronic depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), amnesia ("neurological conditions or problems type: memory loss"), confusional state ("confusion"), allergy to metals ("nickel allergy") with urticaria, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex"), ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"), food allergy ("hypersensitivity to foods supplements and prescription medications"), drug hypersensitivity ("hypersensitivity to foods supplements and prescription medications"), dermatitis contact ("hypersensitivity to person care products (i.e. Cleansers, tales, etc.), particularly in pelvic region"), abdominal distension ("severe abdominal bloating resembling pregnancy"), alopecia ("hair loss"), arthralgia ("joint pain/ knee pain"), arthritis ("arthritic \arthritis"), vulvovaginal inflammation ("chronic inflammation throughout entire pelvic and vulvar regions"), back pain ("back pain"), hot flush ("hot flashes"), night sweats ("night sweat"), irritability ("irritability"), insomnia ("can't sleep"), aortic aneurysm ("abdominal aortic aneurysm"), gastrointestinal motility disorder ("haven't had bm") and discomfort ("I'm stabbed when I do simple things such as when I get out of a car, when I sneeze, walk, laugh etc"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, arthralgia, back pain, hot flush, night sweats, insomnia, aortic aneurysm, gastrointestinal motility disorder and discomfort outcome was unknown and the pelvic inflammatory disease, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, female sexual dysfunction, nausea, amnesia, confusional state, allergy to metals, dysmenorrhoea, dyspareunia, ovarian cyst, weight increased, food allergy, drug hypersensitivity, dermatitis contact, abdominal distension, alopecia, arthritis and vulvovaginal inflammation had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, alopecia, amnesia, anxiety, aortic aneurysm, arthralgia, arthritis, back pain, confusional state, depression, dermatitis contact, discomfort, drug hypersensitivity, dysmenorrhoea, dyspareunia, female sexual dysfunction, food allergy, gastrointestinal motility disorder, headache, hot flush, insomnia, irritability, menorrhagia, migraine, nausea, night sweats, ovarian cyst, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal inflammation and weight increased to be related to essure. The reporter commented: in the current follow-up discrepency note in the start date of product (B)(6) 2013, (B)(6) 2003 and 2004. It was reported that after the essure removal 98 percent of her symptoms were resolved immediately after surgery. Date(s) of insertion: (B)(6) 2003 and (B)(6) 2003 (discrepancy between two pfs noted) dates of births: (B)(6) 1989, (B)(6) 1990, (B)(6) 2003, (B)(6) 2003 (discrepancy between two pfs noted) first amended pfs completed by: (B)(6). (B)(6) 08/31/2160. (B)(6) 08/29/2160. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - in may 2004: results: tubes were definitely blocked total bilateral occlusion.. Current weight 290 lbs lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: night sweats, hot flush, irritability, insomnia, aortic aneurysm, hot flashes, gastrointestinal motility disorder and discomfort. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: reporter information was added. New events" hot flush, night sweat, irritability, can't sleep, abdominal aortic aneurysm, I'm stabbed when I do simple things such as when I get out of a car, when I sneeze, walk, laugh etc" were added. Follow up 8 and 9 were processed together. On 3-dec-2019: social media received: reporter information was added. New event " haven't had bowel movement" was added. Follow up 8 and 9 were processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain, sometimes acute"), pelvic inflammatory disease ("chronic inflammation throughout entire pelvic and vulvar regions"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in an adult female patient who had essure (batch no. 508295, 37956 - not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (4), parity 4 (4 dates of births: (B)(6) 1989, (B)(6) 1990, (B)(6) 2003, (B)(6) 2003) and fibroids. Previously administered products included for birth control: oral contraceptive nos. Concurrent conditions included overweight. On (B)(6) 2003, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("chronic depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), amnesia ("neurological conditions or problems type: memory loss"), confusional state ("confusion"), allergy to metals ("nickel allergy") with urticaria, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"), food allergy ("hypersensitivity to foods supplements and prescription medications"), drug hypersensitivity ("hypersensitivity to foods supplements and prescription medications"), dermatitis contact ("hypersensitivity to person care products (i.e. Cleansers, tales, etc.), particularly in pelvic region"), abdominal distension ("severe abdominal bloating resembling pregnancy"), alopecia ("hair loss"), arthralgia ("joint pain/ knee pain"), arthritis ("arthritic \arthritis"), vulvovaginal inflammation ("chronic inflammation throughout entire pelvic and vulvar regions") and back pain ("back pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, arthralgia and back pain outcome was unknown and the pelvic inflammatory disease, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, female sexual dysfunction, nausea, amnesia, confusional state, allergy to metals, dysmenorrhoea, dyspareunia, ovarian cyst, weight increased, food allergy, drug hypersensitivity, dermatitis contact, abdominal distension, alopecia, arthritis and vulvovaginal inflammation had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, back pain, confusional state, depression, dermatitis contact, drug hypersensitivity, dysmenorrhoea, dyspareunia, female sexual dysfunction, food allergy, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal inflammation and weight increased to be related to essure. The reporter commented: in the current follow-up discrepancy note in the start date of product (B)(6) 2013 and (B)(6) 2003. It was reported that after the essure removal 98 percent of her symptoms were resolved immediately after surgery. Date(s) of insertion: (B)(6) 2003 and (B)(6) 2003 (discrepancy between two pfs noted). Dates of births: (B)(6) 1989, (B)(6) 1990, (B)(6) 2003, (B)(6) 2003 (discrepancy between two pfs noted). First amended pfs completed by: (B)(6) (B)(6) ca (B)(6) 2160. (B)(6) ca (B)(6) 2160. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2004: results: tubes were definitely blocked total bilateral occlusion. Current weight 290 lbs lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporters were added. Event-back pain was added. Outcome of event reproductive system disorder or condition type of disorder or condition: ovarian cyst, arthritis; chronic inflammation throughout entire pelvic and vulvar regions; hypersensitivity to foods supplements and prescription medications; hypersensitivity o person care products (i.e. Cleansers, talcs, etc.), particularly in pelvic region; severe abdominal bloating resembling pregnancy, psychological or psychiatric problems condition: chronic depression and anxiety were added as recovered/resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Rospective" pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain, sometimes acute"), pelvic inflammatory disease ("chronic inflammation throughout entire pelvic and vulvar regions"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in a female patient who had essure (batch no. 37956, 508295) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. Concurrent conditions included overweight. Concomitant products included ibuprofen (motrin). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("chronic depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), amnesia ("neurological conditions or problems type: memory loss"), confusional state ("confusion"), allergy to metals ("nickel allergy") with urticaria, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), ovarian cyst ("tumor/teratoma/cancer type: ovarian cyst"), weight increased ("weight gain"), food allergy ("hypersensitivity to foods supplements and prescription medications"), drug hypersensitivity ("hypersensitivity to foods supplements and prescription medications"), hypersensitivity ("hypersensitivity to person care products (i.e. Cleansers, tales, etc.), particularly in pelvic region"), abdominal distension ("severe abdominal bloating resembling pregnancy"), alopecia ("hair loss"), arthralgia ("joint pain/ knee pain "), arthritis ("arthritic") and vulvovaginal inflammation ("chronic inflammation throughout entire pelvic and vulvar regions"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the pelvic pain, pelvic inflammatory disease, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, nausea, amnesia, confusional state, allergy to metals, dysmenorrhoea, dyspareunia, ovarian cyst, weight increased, food allergy, drug hypersensitivity, hypersensitivity, abdominal distension, alopecia, arthralgia, arthritis and vulvovaginal inflammation outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, confusional state, depression, drug hypersensitivity, dysmenorrhoea, dyspareunia, female sexual dysfunction, food allergy, headache, hypersensitivity, menorrhagia, migraine, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal inflammation and weight increased to be related to essure. The reporter commented: in the current follow-up discrepency note in the start date of product (B)(6) 2013 and (B)(6) 2003. It was reported that after the essure removal 98 percent of her symptoms were resolved immediately after surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on an unknown date: tubes were definitely blocked current weight (B)(6). Most recent follow-up information incorporated above includes: on 2-oct-2018: reporters added and patient demographic added. Historical condition and concomitant disease, concomitant drugs and laboratory data were added. Updated suspect drug indication and lot number. Added events abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), allergic or hypersensitivity reaction type: hives, chronic depression and anxiety, migraines/headaches, apareunia (inability to have sexual intercourse), nausea, memory loss and confusion, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma/cancer type: ovarian cyst, weight gain, chronic pelvic pain, sometimes acute, chronic inflammation throughout entire pelvic and vulvar regions, hypersensitivity to foods supplements and prescription medications, hypersensitivity to person care products (i.e. Cleansers, tales, etc.), particularly in pelvic region. Severe abdominal bloating resembling pregnancy, hair loss, joint pain, arthritic. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.